Event description:
On (B)(6) 2022 a nalu system was explanted. Doctor and patient elected to remove the stimulator due to patient non-compliance and patient unhappy with the cosmetic aspect of infraclavicular implant. There are no reports of injury, infection, or system/component failure.